Event description:
It was reported that the patient experienced an episode where the battery was felt to be sideways in the pocket site. The patient manually repositioned the battery to sit flat in the pocket site. The patient denied pain, falls, or trauma at the implantable neurostimulator pocket site. No intervention was taken, and the issue resolved. No adverse outcomes or serious events were reported. No patient complications have been reported as a result of this event. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2025, product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.